Event description:
According to hosp's o.r. Personnel the device began to pressurize as expected during a surgical procedure. The device, however, "kept going" & the solution bag inside unit began to "bulge out the top". While attempting to shut the unit down, the device exploded in the nurse's face resulting in a severe laceration to her upper lip. The door latch was torn from the plastic case.